Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment; however, the distal part of the stent was flared. The procedure was completed with another of same device. No patient complications nor injuries were reported.